Event description:
It was reported that during a thyroidectomy procedure the tissue pad broke. The jaws do not open. There was no error code received. Another like device was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.